Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the insulin pump had trace pointers are invalid and history pointers failed. The history pointers are corrupted alarms and then failed battery alarm. Customer received low battery alarm prior to replace battery now alarm. Customer¿s blood glucose level was unknown. Customer declined to troubleshoot for high blood glucose and treated with pump. Customer also complained about the product not adhering on the skin. Insulin pump will not be returned for analysis.